Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported they took impedance at 3.0v and had the following results: c<(>&<)>3 2144ohms, 0<(>&<)>3 4073ohms, 1<(>&<)>3 4241ohms, c<(>&<)>2 1616ohms, 1<(>&<)>2 3048ohms, 2<(>&<)>3 3211ohms, 0 <(>&<)>2 3088ohms, therapy impedance 1576ohms 2.326ma. The patient, during the report, was being programmed on group a: c+ <(>&<)>2-, group b is 3+<(>&<)>2-. The hcp wanted to program the patient to 3-<(>&<)>2+ but was concerned that the impedance was too high. It was suggested that the hcp monitor impedance since it appeared to be going up. The hcp mentioned that on (B)(6), during the replacement, impedance was normal, meaning less than 2000ohms. They were concerned about the patient getting therapeutic benefit if the impedance is going up. The hcp said the patient liked their previous programming better. After the replacement, one of the programs caused the patient to feel like they might fall. The implantable neurostimulator indication for use is dystonia/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.